Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified radial vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter email. Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 12mm distal from the proximal markerband. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified radial vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.